Event description:
It was reported that, prior to a patient exam, on (B)(6) 2025, the user observed the c-arm on a selenia dimensions mammography system rattling. A field service engineer (fse) was dispatched to examine the device and found three loose vta bolts. The fse tightened the bolts and tested the system, ensuring that it is now ready for normal use. No patient or user injury was reported.